Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Division of cardiology, department of medicine, and division of cardiothoracic transplantation and circulatory support, department of surgery, baylor college of medicine; department of cardiology, the texas heart institute. Kherallah, r. Y., lamba, h. K., civitello, a. B., nair, a. P., simpson, l., shafii, a. E., loor, g., george, j. K., delgado, r. M., liao, k. K., stainback, r. F., frazier, o. H., & koneru, s. (2024). Effect of preoperative mitral regurgitation on lvad outcomes in patients with elevated pulmonary vascular resistance. Cardiovascular drugs and therapy. Https://doi.org/10.1007/s10557-024-07581-1. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. The research article titled "effect of preoperative mitral regurgitation on lvad outcomes in patients with elevated pulmonary vascular resistance" reported that in patients with end-stage heart failure who undergo left ventricular assist device (lvad) implantation, higher pulmonary vascular resistance (pvr) is associated with higher right heart failure rates and ineligibility for heart transplant. Concomitant mitral regurgitation (mr) could potentially worsen pulmonary hemodynamics and lead to worse outcomes; however, its effects in this patient population have not been specifically examined. Using an institutional database spanning november 2003 to august 2017, the study retrospectively identified patients with elevated pvr who underwent lvad implantation. Of 644 lvad recipients, 232 of these patients met the criteria for inclusion in the analysis of which two had heartmate 3. The article noted adverse events and clinical outcomes which included death (103 patients), right heart failure (59 patients), gastrointestinal bleeding (55 patients), cerebrovascular accident (64 patients), heart transplant (53 patients), lvad exchange (33 patients), and lvad explant (8 patients). Additionally, 15 patients were lost to follow-up. The article concluded that among patients with elevated preoperative pvr, those with moderate/severe mr had better overall survival and high transplant rates than those with mild/no mr. In patients with preoperative elevated pvr, mr severity may be a prognostic sign that can inform patient selection for end-stage heart failure therapy. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "effect of preoperative mitral regurgitation on lvad outcomes in patients with elevated pulmonary vascular resistance" that heartmate 3 (hm3) may be associated with gastrointestinal bleeding, stroke, the need for right ventricular assist devices (rvad), and death. Adverse event included: the death of 103 patients.